Event description:
It was reported by the medical facility that a patient suffered a perforated colon during a colonoscopy procedure using the fuse colonoscope. The patient required surgery to repair the perforation. She recovered and suffered no further consequences. It was noted by the reporting party that the patient was undergoing her first colonoscopy and suffered from sever diverticulitis. Submissions of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.